Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported via regulatory body that after inserting probe in et tube, it was not reading and was not working as intended. The procedure was para thyroidectomy with nerve monitoring. The tube was adjusted and still not working. There was no known patient impact reported. Additional information received mentioned that the tube was plugged into the mainframe and was not showing a proper reading after the patient was intubated but before the patient was prepped for surgery. They could not remember what the monitor was saying or what sound it was making. The tube was still not giving us a proper reading and not working after the tube was readjusted per the crna. Anothertube was used following the removal of the first tube. There was no patient impact.